Event description:
Procedure type: unk. According to the reporter: the customer reports that the balloon reportedly malfunctioned, did not open correctly. Another device did not have to be used to complete. There was no ill effect to the pt. The sample is being sent for eval. No pt injury was reported.

Manufacturer narrative:
(B)(4).